Event description:
Customer reported damage to usb port and pins of the pump housing, which affected ability to charge the pump. There was no reported impact to the customer's blood glucose level as the customer declined to provide details. Technical support instructed the customer to continue using the current pump and use multiple daily injections (mdi) as backup therapy. Technical support confirmed the warranty status and resolved to send a replacement pump. The customer was guided on returning the damaged pump and shipping arrangements were confirmed.